Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the system was not able to turn on successfully. The fse performed system troubleshooting and found that the led (light emitting diode) on the mpd (main power distribution) control unit was not on. The fse replaced the mpdu (main power distribution unit) control board to resolve the issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system made a loud pop sound and turned off. The system would not boot up again. The system was not in clinical use. There was no reported patient or user harm. The field service engineer inspected the system onsite and after the mpdu control board was replaced, the system was returned to use in good working order.